Event description:
Device 3 of 3. Reference MFR reports: 1627487-2012-02092 and 1627487-2012-02093. It was reported the patient complained of a burning sensation at the ipg site while recharging. The sjm representative reviewed the charging precautions with the patient. The patient also reported she no longer feels stimulation coverage in her back. The patient stated she is scheduled to receive x-rays of her leads and to be reprogrammed. No further information is available at this time. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.